Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that lens was received stuck inside the cartridge and there was evidence of a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.

Event description:
It was reported that the surgeon attempted to insert an aa4204vf silicone plate lens and the lens got stuck in the cartridge. There was no patient contact.